Event description:
Customer reportedly received results of hi (> 600 mg/dl) and 101 mg/dl within 10 minutes on the advantage system. No actions taken based on the device results. No quality controls were used. No adverse event reported. Requested return of suspect device, and replacement was sent.